Manufacturer narrative:
(B)(4). It has been confirmed this issue did not occur during a patient use event.

Event description:
It has been reported that the device is not functioning correctly. Patient outcome is unknown.